Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a theranova 400 dialyzer, an external leakage, specified as ¿a water leak from the bottom of the (blue end)¿ was observed. There was no variation in pressure or transmembrane pressure during the session. Treatment was completed successfully. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided two pictures revealed the product during treatment and some fluid was visible on the outside, on the bottom of the lower header. The reported failure could be confirmed. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.